Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation, the ophthalmic system experienced pressure fluctuations. The patient developed a capsular rupture and floaters. The surgeon suspects that the sleeve may have been incorrectly positioned, twisted, compressed, or placed too far back during surgery, or that there may have been leakage from the ophthalmic handpiece. The surgery was completed on the same day, and the current condition of the patient is unknown. This report pertains to the ophthalmic system involved in the reported event. This complaint relates to two of two patients reported by the same facility.

Manufacturer narrative:
Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system was found to meet all cosmetic and performance standards. Therefore, based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the ¿product serial¿ under investigation, with the same event code. A number of contributing surgical factors (or variables) can contribute to the reported issues. However, based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.